Manufacturer narrative:
Information was provided that the toric 23.0 diopter lens was replaced with a non-toric 23.0 diopter lens. (B)(4).

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported two days following an intraocular lens (iol) implant procedure, the lens was removed. The surgeon had difficulty centering and seating the lens. Additional information was requested.